Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes dated (B)(6) 2013 indicated that the patient was in the hospital two weeks earlier with a typical seizure that they couldn¿t stop. The patient was intubated. The magnet was not aborting the seizure. The patient also experienced an increase in seizures due to mother-related stress. The physician could not communicate with the generator. The device was looked at the last office visit, but communication could not be established after four attempts on this date. The physician determined that this was due to dysfunction or battery failure, and the patient¿s generator needed to be replaced. The last known device settings were: 3.0 ma/15 hz/130 microseconds/21 seconds on/0.3 minutes off/magnet: 3.5 ma/60 seconds on/500 microseconds. An in-house blc showed 3.25 years remaining. Follow-up showed that the physician believed the device was at eos: the patient used his magnet "extremely frequently." On (B)(6) 2013, onsite troubleshooting was performed. The handheld was not used while plugged into the wall, and the 9v battery appeared to be staying on for about 20 seconds. The manufacturer's representative indicated that he was not able to successfully use the physician's system on his demo generators, but the physician stated that he used the system successfully on one patient since the communication issues with this patient. Additional troubleshooting showed that the communication issue was occurring with the physician's wand. Review of handheld history showed that the patient's magnet activations were showing total 447 as of (B)(6) 2013. As of (B)(6) 2013, the patient was eos=no. The physician stated that the patient has partial seizures and psychogenic seizures confirmed by video eeg monitoring. His psychogenic seizures were often triggered by stress and relationship difficulties which patient reported at his (B)(6) appointment. The physician felt that vns was not a factor in reported seizure increase. The patient was not to be seen again to verify programming and was referred for prophylactic revision. The patient underwent full revision on (B)(6) 2013. Pre-operative diagnostics indicated that the generator was successfully interrogated and diagnostics showed high impedance. A full revision was performed, and the explanted devices were discarded. The referring physician did not know anything about the high impedance. Follow-up showed that the magnet not aborting seizures may be related to the high impedance. The physician stated that he routinely revisits proper magnet use with all vns patients.